Event description:
The manufacturer received information alleging a ventilator failed to power on. There was no patient harm or injury reported. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's ac inlet connector needs to be replaced. No components were replaced. The device was scrapped.